Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing inhibition and high pacing thresholds. When the pacemaker was programmed to bipolar pacing and sensing, loss of capture occurred. It was noted that the pacing impedance measurements had steadily increased to 1200 ohms. Fluoroscopy was performed and it was discovered that the rv lead was bent at the tricuspid valve before entering into the rv. The rv lead was explanted and replaced. No additional adverse patient effects were reported.